Event description:
It was reported that, "splayed tulip head l5-s1 where tightening l5 set screw, after s1 already tightened, blocker popped out as result of tulip head splay. There was no crossthreading. Received lorosys may be have contributed to adverse event."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.